Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. Our field service engineer confirmed the reported technical error codes on june 1 and 2 2020. He replaced the expiratory channel printed circuit board according to the recommendations in the service manual. The ventilator passed all functional and safety tests to factory specifications and was cleared for clinical use. The reported failure mode was confirmed in the received device logs. A visual inspection of the returned expiratory channel pcb showed no anomalies. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet circuit was shorted, causing an open standby valve and thereby extensive leakage. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb board, which is part of the safety valve function.

Event description:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. There was no patient harm. (B)(4).